Event description:
It was reported that patient underwent a posterior surgery at t7-t9. It was reported that the bone screws stripped out when the set screws were inserted. The bone screws were removed and replaced with new screws. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.